Event description:
Medtronic received a report stating that a maxfast pulse oximeter caused an abrasion while in used. Medtronic is requesting additional information regarding the patient outcome and injury of the event.